Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated, she was diagnosed with toxic shock syndrome (tss) which resulted in hospitalization. The consumer used a tampon on (B)(6) 2012. On (B)(6) 2012, she started vomiting, had a fever and a burning sensation while urinating. However, she did not have a vaginal discharge. On (B)(6) 2012, she developed a rash all over her body. On (B)(6) 2012, she visited the doctor and was sent directly to the hospital. She developed a staph infection, which affected her kidneys and was given IV fluids and antibiotics for treatment. After several tests, she was later diagnosed with tss. She was released from the hospital on (B)(6) 2012 and prescribed oral medication. Her tss symptoms have now subsided.